Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a rapidcross balloon dilatation catheter with a 5fr non-medtronic sheath and 300cm non-medtronic floppy guidewire during treatment of a 200mm calcified plaque lesion in patients left center tibial/popliteal artery <(>&<)> anterior tibial artery. No vessel tortuosity and mild vessel calcification were reported. Lesion exhibited cto (chronic complete occlusion: 100%) stenosis. Artery diameter reported as 2.0-2.5mm. A syringe was used for balloon inflation. Wire movement was abnormal and it was difficult to move the guidewire. Resistance was felt during delivery and excessive force was used. Several attempts were made to pass through. There was no observed action of forcibly pushing forward or similar operations. Physician gradually expanded to nominal value of 8atm. There was no forceful expansion, such as a sudden expansion. Since expansion was not confirmed upon inflation, it is highly likely that it was already ruptured. After removing the device, a 2×300 non-medtronic device was used to pass through and the device was expanded to complete the procedure. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Product analysis a visual inspection of the returned device found a crack at the luer/hub. A 20ml water filled syringe was used to pressurise the device and water leaked out through the crack, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.